Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed consecutive premature ventricular contractions - pvc and noise on the ventricular lead. Inhibition of pacing due to noise was noted on the stored electrograms. The patient is pacer dependent. The lead was capped and replaced on (B)(6) 2019 by dr. (B)(6). The patient was in stable condition prior, intra and post procedure.